Event description:
It was reported by the customer that they had similar case with the same product resulting in bruising for the patient. Verbatim: "good morning, in this specific case, we have no harm. We had similar case with the same product resulting in bruising for the patient."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.